Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 alleging elevated blood glucose (bg) over >500 mg/dl upon waking the morning of (B)(6)2012. The patient reported his vision was severely impaired and described 'tunnel vision.' The patient reported consuming a few alcoholic beverages the night prior to the reported bg elevation and when to bed at approximately 11:00 pm. The patient reported the pump alarmed for loss of prime at approximately 1:00 am and woke him at that time. Review of the pump revealed that the pump alarmed for empty cartridge at 6:52 pm the prior evening and that alarm was not attended to by the patient and remained unconfirmed. The patient stated he was in a noisy area at the time of empty cartridge alarm and did was not aware that the pump alarmed. The loss of prime was secondary to the empty cartridge alarm that was not attended by the patient and remained unconfirmed. The patient went for several hours without insulin resulting in elevated bg over 500 mg/dl the morning of (B)(6) 2012. The patient changed out the cartridge and set/site on (B)(6) 2012 at 7:57 am and stated that the elevated bg resolved after delivery of a correction bolus. The patient stated that within 2 hours, the bg lowered to 280 mg/dl and the reported tunnel vision symptoms also resolved. This complaint is being reported because the patient experienced elevated bg as a result of use error by not responding to the empty cartridge alarm.